Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/malposition of essure device ( rupture fallopian tube)"), device breakage ("fracturing"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Concomitant products included folic acid and warfarin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hot flush ("hot flashes"). On (B)(6) 2014, 4 years 2 months after insertion of essure, the patient experienced fungal infection ("yeast infection") and trichomoniasis ("trichomonas infection"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced lymphadenopathy ("lymph node"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, cystitis, urinary tract infection, hot flush, night sweats, fungal infection, trichomoniasis, anxiety and lymphadenopathy outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, fungal infection, genital haemorrhage, hot flush, lymphadenopathy, night sweats, pelvic pain, trichomoniasis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. On (B)(6) 2014 had colonoscopy : problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. On (B)(6) 2015 : thyroid cyst seen on CT scan. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. On (B)(6) 2015 had ultrasound thyroid-clinical indication: thyroid cyst noted on CT performed. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6) 2015 : right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events hot flashes, night sweats, yeast infection, trichomonas infection, mental anguish and lymph node added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/malposition of essure device ( rupture fallopian tube)"), device breakage ("fracturing"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Concomitant products included folic acid and warfarin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 10 months after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomy to remove essure and right cystectomy), surgery (bilateral salpingectomy to remove essure and right cystectomy) and surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, cystitis and urinary tract infection outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion on (B)(6) 2014 had colonoscopy : problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. On (B)(6) 2015 : thyroid cyst seen on CT scan. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. On (B)(6) 2015 had ultrasound thyroid-clinical indication: thyroid cyst noted on CT performed. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6) 2015 : right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: the onset date of event pelvic pain was reported as (B)(6)2015. The event is severe and constant. Plaintiff has recovered from event shortly after essure removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/malposition of essure device ( rupture fallopian tube)"), device breakage ("fracturing"), uterine perforation ("perforation (uterus)"), salpingitis ("chronic salpingitis oophoritis") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6)2015 : right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Concurrent conditions included pulmonary embolism, macrocytosis, abdominal pain, pain in extremity, swelling nos, diverticulosis, ovarian cyst and pelvic discomfort. Concomitant products included folic acid, ibuprofen, ketorolac, lorazepam, medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and warfarin. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced hot flush ("hot flashes"). In (B)(6)2010, the patient experienced pelvic pain ("severe pelvic pain/pain"), 4 years 10 months after insertion of essure. In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)") and night sweats ("night sweats"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced trichomoniasis ("trichomonas infection"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced lymphadenopathy ("lymph node /other injury(ies) or complication please describe: lymph node."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with nsaids and surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingitis, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, cystitis, urinary tract infection, hot flush, night sweats, vulvovaginal mycotic infection, trichomoniasis, anxiety and lymphadenopathy outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hot flush, lymphadenopathy, night sweats, pelvic pain, salpingitis, trichomoniasis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Colonoscopy - on (B)(6)2014: problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. Computerised tomogram - on (B)(6)2015: thyroid cyst; on (B)(6)2015: thyroid cyst. Hysterosalpingogram - on (B)(6)2010: results: bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:salpingitis. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs & mr received. Reporter's information was added. Added event from medical record 'chronic salpingitis oophoritis'. Concomitant condition, treatment drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/malposition of essure device ( rupture fallopian tube)'), device breakage ('fracturing'), uterine perforation ('perforation (uterus)'), salpingo-oophoritis ('chronic salpingitis oophoritis') and genital haemorrhage ('abnormal bleeding (general)') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge abnormality. The patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6) 2015: right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Concurrent conditions included pulmonary embolism, macrocytosis, abdominal pain, pain in extremity, swelling nos, diverticulosis, ovarian cyst and pelvic discomfort. Concomitant products included folic acid, ibuprofen, ketorolac, lorazepam, medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and warfarin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain / lower pelvic area"), 4 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping) / cramping") and night sweats ("night sweats"). In 13, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anxiety ("mental anguish"). On february 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse) / painful intercourse"). On (B)(6) 2015, the patient experienced trichomoniasis ("trichomonas infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced lymphadenopathy ("lymph node /other injury(ies) or complication please describe: lymph node."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingo-oophoritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue "). The patient was treated with nsaids and surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingo-oophoritis, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, vaginal infection, cystitis, urinary tract infection, hot flush, night sweats, vulvovaginal mycotic infection, trichomoniasis, anxiety, lymphadenopathy and headache outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and fatigue had resolved. The reporter considered anxiety, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, lymphadenopathy, migraine, night sweats, pelvic pain, salpingo-oophoritis, trichomoniasis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patinet had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Colonoscopy - on (B)(6) 2014: problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. Computerised tomogram - on (B)(6) 2015: thyroid cyst; on (B)(6) 2015: thyroid cyst. Hysterosalpingogram - on (B)(6) 2010: results: bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:salpingitis. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- headaches, migraines, fatigue. Outcome of event dysmenorrhoea were updated. Medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/malposition of essure device ( rupture fallopian tube)'), device breakage ('fracturing'), uterine perforation ('perforation (uterus)') and salpingo-oophoritis ('chronic salpingitis oophoritis') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge abnormality. The patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6) 2015 : right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Concurrent conditions included pulmonary embolism, macrocytosis, abdominal pain, pain in extremity, swelling nos, diverticulosis, ovarian cyst and pelvic discomfort. Concomitant products included folic acid, ibuprofen, ketorolac, lorazepam, medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and warfarin. In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain / lower pelvic area"), 4 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping) / cramping") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse) / painful intercourse"). On (B)(6) 2015, the patient experienced trichomoniasis ("trichomonas infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced lymphadenopathy ("lymph node /other injury(ies) or complication please describe: lymph node."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingo-oophoritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue "). The patient was treated with nsaids and surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingo-oophoritis, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, vaginal infection, cystitis, urinary tract infection, hot flush, night sweats, vulvovaginal mycotic infection, trichomoniasis, anxiety, lymphadenopathy and headache outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine and fatigue had resolved. The reporter considered anxiety, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, lymphadenopathy, migraine, night sweats, pelvic pain, salpingo-oophoritis, trichomoniasis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patinet had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Date(s) of insertion: (B)(6) 2010 (kindly update in argus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Colonoscopy - on (B)(6) 2014: problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. Computerised tomogram - on (B)(6) 2015: thyroid cyst; on (B)(6) 2015: thyroid cyst. Hysterosalpingogram - on (B)(6) 2010: results: bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:salpingitis most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and bleeding updated to recovered / resolved. Date of insertion updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/malposition of essure device ( rupture fallopian tube)'), device breakage ('fracturing'), uterine perforation ('perforation (uterus)') and salpingo-oophoritis ('chronic salpingitis oophoritis') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge abnormality. The patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6) 2015 : right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Concurrent conditions included pulmonary embolism, macrocytosis, abdominal pain, pain in extremity, swelling nos, diverticulosis, ovarian cyst and pelvic discomfort. Concomitant products included folic acid, ibuprofen, ketorolac, lorazepam, medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and warfarin. In (B)(6) 2010, the patient experienced hot flush ("hot flashes"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain / lower pelvic area"), 4 years 10 months after insertion of essure. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping) / cramping") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse) / painful intercourse"). On (B)(6) 2015, the patient experienced trichomoniasis ("trichomonas infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced lymphadenopathy ("lymph node /other injury(ies) or complication please describe: lymph node."). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingo-oophoritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue "). The patient was treated with nsaids and surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, salpingo-oophoritis, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, vaginal infection, cystitis, urinary tract infection, hot flush, night sweats, vulvovaginal mycotic infection, trichomoniasis, anxiety, lymphadenopathy and headache outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, migraine and fatigue had resolved. The reporter considered anxiety, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, lymphadenopathy, migraine, night sweats, pelvic pain, salpingo-oophoritis, trichomoniasis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patinet had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Date(s) of insertion: (B)(6) 2010 (kindly update in argus) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Colonoscopy - on (B)(6) 2014: problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. Computerised tomogram - on (B)(6) 2015: thyroid cyst; on (B)(6) 2015: thyroid cyst. Hysterosalpingogram - on (B)(6) 2010: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/malposition of essure device ( rupture fallopian tube)"), device breakage ("fracturing"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid and warfarin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient demographics, concomitant medication (folic acid and warfarin) events ( abnormal bleeding (general), infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), malposition of essure device (rupture fallopian tube), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), perforation (uterus) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/malposition of essure device ( rupture fallopian tube)"), device breakage ("fracturing"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient denies abnormal vaginal bleeding, discharge or unusual pelvic pain, no dysuria, frequency or hematuria. Concomitant products included folic acid and warfarin. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomy to remove essure and right cystectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patinet had concerned that painful intercourse, pelvic pain with intercourse times 2. Describes the pain as severe midline cramping is related to her essure she had done in 2010. Patient had bilateral salpingectomy due to hydro salpinx of the right tube and wanted essure coils removed she also had a cyst on her left ovary which was drained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.7 kg/sqm. Hysterosalpingogram - on (B)(6)2010: on (B)(6)2014 had colonoscopy : problem with hx of deep vein thrombosis. Findings-rectum- mild internal hemorrhoids were found on retroflexion. On (B)(6)2015: thyroid cyst seen on CT scan. Physical examination- ebola virus disease (evd) screening assessment, it¿s positive. On (B)(6)2015 had ultrasound thyroid-clinical indication: thyroid cyst noted on CT performed. Technique: sonographic evaluation of the thyroid gland was performed using grayscale and color doppler imaging. Findings- right lobe: measures 4.8 x 1.3 x 1.6 cm. Normal size, echotexture, and vascularity. No masses. Left lobe: measures 4.5 x 1.2 x 1.4 cm. Normal size, echotexture, and vascularity. A heterogeneous mixed cystic and solid nodule is noted within inferior left thyroid lobe measuring 6 x 5 x 3 mm. Heterogeneous hypoechoic nodule is noted within mid left thyroid lobe measuring 7 x 5 x 5 mm. Neither of the nodules is associated with significant internal vascularity. Impression- several subcentlmeter nonspecific left thyroid nodules. On (B)(6)2015: right ovary and adnexa: a cystic structure is identified in the right adnexal region. This measures 5.6 x 4.6 x 4.6 cm. This may represent hydro salpinx rather than a true ovarian cyst. Normal-appearing right ovarian parenchyma is demonstrated and appears unremarkable. Left ovary and adnexa: measures 2.6 x 1.3 x 2.0 cm. Bilateral essure devices are identified. Impression- findings concerning for right-sided hydro salpinx. The left ovary and uterus appear unremarkable. Laparoscopic bilateral salpingectomy postoperative diagnosis is she has right ovarian cyst, left hydro salpinx. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received : reporter, product information updated and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device breakage ("fracturing") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/ pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 01-nov-2017: event fracturing and perforation added. Essure start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.